Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection due to the ipg eroding through the skin. The patient was prescribed with antibiotics. The patient had stitches over the skin breakage previously and eventually underwent an ipg explant procedure. The patient was doing well postoperatively and infection was no longer noted.

Event description:
A report was received that the patient developed an infection due to the ipg eroding through the skin. The patient was prescribed with antibiotics. The patient had stitches over the skin breakage previously and eventually underwent an ipg explant procedure. The patient was doing well postoperatively and infection was no longer noted.

Manufacturer narrative:
Model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: 21131158. Model/catalog description: coveredge 32 surgical lead kit 50 cm. Additional information was received that the patients lead was explanted due to infection. The explanted device was not returned to bsn as it was discarded by the medical facility.